Event description:
Complainant alleged that the medflight crew was responding to a call for a possible choking/sa pt (age and gender unk), who was in cardiac arrest. Upon arrival, the crew attempted to monitor the patient, but the device did not power up. The crew then changed the device battery, but the device still did not power up. The crew then obtained another monitor, as well as another semi-automatic unit. The crew then monitor the pt who was in asystole throughout the medic's course of treatment. The pt subsequently expired, but the complainant indicated that by utilizing both of these other devices, they "avoided any loss of ability to treat cardiac electrical findings."